Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was delivered to address bg. Its unknown if they were using third party charging supplies but they did change charging supplies. To be sure tandem charging supplies worked, cts had customer plug the pump in to tandem charging supplies (cable and adapter) while on the phone and the pump did charge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.